Manufacturer narrative:
Product complaint # (B)(4).: depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and instability. No surgical delay. Doi: (B)(6) 2018, dor: (B)(6) 2020, right knee.